Event description:
The customer's mother reported a blank display. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact.